Event description:
It was reported that the ventricular assist device (vad) patient is currently at home on hospice care, immobile, experiencing liver dysfunction and on intravenous (IV) medication for right heart failure. Of note, the patient updated their vad coordinator regarding the driveline cable. Per patient the driveline cable has exposed wires. The patient declined to go to the clinic for evaluation of the driveline. The vad coordinator educated patient on driveline care.  The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing issue. Review of (B)(6) service history records indicated that the device was previously serviced and the repair actions were verified. The reported exposed wires event could not be confirmed due to insufficient information. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; the reported exposed wires event is likely a progression of previously reported damage and/or to handling of the device and/or wear over time. Based on the available information, the device may have caused or contributed to the reported clinical adverse event. Per the instructions for use, right heart failure and hepatic dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural fac tors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.